Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Battery longevity decreased from eight years during the previous check to 11 months in november. Battery analysis has been requested. Device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Battery longevity decreased from eight years during the previous check to 11 months in november. Battery analysis has been requested. Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this implantable pacemaker device. Battery longevity decreased from eight years during the previous check to 11 months in november. Battery analysis has been requested. Device remains in service. No adverse patient effects were reported. Subsequently, additional information was received indicating device was explanted and replaced. No additional adverse patient effects were reported.